Event description:
It was reported that patient had reported to the healthcare professional (hcp) about 5-6 weeks prior to the date of this report that the patient was feeling fullness in his ears and having vertigo. The patient was provided antibiotics and (B)(6) which had helped some. It was noted that shortly after that the patient had begun feeling head pressure and fullness. Patient¿s wife had suggested that this could be related to the deep brain stimulator system. Patient turned left implantable neurostimulator (ins) off and within 5-10 second the patient had felt about 80-90% less pressure in his head. It was noted that the patient stated that this was pretty consistent results when he turned device off pressure would go off. When the patient turned his head to the left shoulder or wiggles the lead/extension connection he felt a flushing down his right arm. It was the same feeling that the patient got when he turned the device arm, tremor control was not as good when this flushing feeling was occurring. An x-ray was taken the week prior to the date of this report and everything looked normal and there was no obvious disconnect. Patient was programmed with 0-c+ and group impedances were normal, 19ua, 1676 ohms tested at 2.5v and tested at 2.0v, 13ua, 1976 ohms. It was noted that programming was done on the date of this report because the patient had stimulation off and found 2.5v to be uncomfortable. It was further noted that impedances were taken at the last visit at 3.2v, 37ua 1139ohms. Electrode impedance was monopolar and normal. Bipolar had shown greater than 2000 ohms, 12ua tested at 2.5v. C0 was 519 ohms, c1 was 1335 ohms, c2 was 1352 ohms, and c3 was 1169 ohms. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v159776, implanted: (B)(6)2010, product type: lead. Product ID: 7482a51, serial# (B)(4) implanted: (B)(6)2010, product type: extension. Product ID: 7482a51, serial# (B)(4) implanted: (B)(6)2010, product type: extension. Product ID: 7426, serial# (B)(4) implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v217233, implanted: (B)(6)2010, product type: lead. Product ID: 7426, serial# (B)(4) implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v159776, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v217233, implanted: (B)(6) 2010, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator.

Event description:
Additional information received reported that the cause of the event was unknown. The patient was being scheduled for surgery.